Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. However, it is likely the cause is related to a defect that is possibly associated with the operational amplifier circuit design change of the dr board. The dr design change was confirmed, to have been made on april 16, 2018, and the modified product was shipped from june 13, 2018. This also confirms, that the reported device was manufactured, prior to the design change and shipment of the modified product. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that the evis exera iii video system center broken receptacle does not allow certain hd cameras to work while plugged in. The event occurred during an unknown procedure. During a standard service inspection of the customer returned device, printed circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of receptacle not allowing certain hd cameras to work while plugged in was confirmed. In addition, no image with the 180 scopes due to faulty patient board was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.